Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to non-physiologic sensing by the right ventricular (rv) lead. It was noted that recently pacing impedance began increasing just before the oversensing began. The lead remains in use. It was also reported that the implantable cardioverter defibrillator (ICD) device exhibited a charge circuit timeout during shocks. Presently, the device remains in use. A device and lead replace were planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.